Event description:
A complaint was received regarding a tego¿ connector, that experienced no flow during use. The following issue was reported by the customer: ¿problem with tego, upon disconnection, rinsing was impossible due to resistance (arterial line). There were not serious injuries noted." The status of the product at the time of the event is upon disconnection. It is unknown if the product is available for evaluation. There was patient involvement and no adverse event/human harm. Additional information regarding the event: the incident occurred at the end of the dialysis, during the rinse, the date of valve placement: (B)(6) 2025 and the incident date: april 26,2025, the disinfectant used was chlorhexidine and the products used in the circuit were therasolv on (B)(6) 2025 due to blocked line and heparin lock. The patient information is male, 42 years old, 48 kg, there was no blood loss, no serious consequences and no medical treatment was required following the incident.

Manufacturer narrative:
A2 - date of birth - the patients age was used to approximate the date of birth as (B)(6) 1983. The device is available for evaluation- it has not been received. The investigation is pending.